Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter : the consumer reported the needle clogged during the injection and there was no insulin flow. Date of event: unknown. Samples: available.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of a shelf carton for 32gx4mm bd pen needles from cat# 320550 was provided. The customer reported that the shelf carton was damaged, the needle clogged during the injection, and the needle bent at the patient end during the injection. The photo was examined, and it was observed that the shelf carton lid was damaged. No bd pen needles were shown in the photo. The alleged issues (needle clog and bending during use pe) were not observed, and could not be confirmed based on the photo provided alone. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
T was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter : the consumer reported the needle clogged during the injection and there was no insulin flow. Date of event: unknown. Samples: available.